Manufacturer narrative:
Additional information received: it was reported that a type ia endoleak was identified during the index procedure. The endoleak was treated with a compliant balloon during the procedure and resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Endurant ii limbs were implanted in the endovascular treatment of a 66.1mm aaa. During the index procedure, the physician planned to land the endurant stent graft limb 1624124 in the right common iliac joint by 2 cm after measuring with the gold standard pigtail. During the procedure, the stent graft 1624124 was not landed by 2 cm in the right common iliac joint. The distal end of 1624124 just passed the aortic bifurcation. At this time, the only way was to connect another iliac leg and 162493 was chosen. After connecting 162493, it was found that 162493 could not land in the right common iliac joint sufficiently despite adequate overlap at the proximal end. A modified endurant cuff 282845 was implanted. It was reported that the bare metal stents of the cuff was removed outside the patient prior to the implantation. The physician believes that the size of 1624124 was shorter than the labelled length. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5: additional information received : it was reported after 1624124 was implanted, the length was insufficient. It was clarified that the length of 1624124 implanted in the body could not be measured, but it was noted that after being implanted, it was only anchored 10mm in the right common iliac artery, and it was 10mm shorter than the expected anchoring length. The patient vessels were tortuous, which might have caused measurement differences. It was confirmed there is a compliant against the 162493. The surgeon wanted to implant 162493 to achieve a sufficient anchoring in the common iliac artery. However, after 1693 entered the human body and overlapped with 1624124, it still could not achieve sufficient anchoring. When inserted into the patient's body, after the proximal 1624 16 diameter section and the three 1624124 16 diameter sections overlapped, the distal end of the stent 162493 was not sufficiently anchored in the right iliac cavity. The 162493 was not implanted and was withdrawn. The 1624124 stent had already been implanted in the body and could not be withdrawn. Correction to a.2, a.3a and d9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported, dimensional deviation could not be confirmed, on the limited films provided. Therefore, the cause of the event could not be determined. Angiogram videos showing the exact moment of deployment of the stent etlw1624c124ee and positioning of the etlw1624c93ee were not available for review. The distal fabric margin of the right limb stent graft landed short of the right common iliac bifurcation. It is possible, that the patient's tortuous iliac anatomy may have led to measurement discrepancies. A likely, type ia endoleak was identified, during film analysis. It is possible, that the angulated neck may have been a factor. Analysis of the returned films did not reveal any obvious out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.